Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the PICC line was originally placed on (B)(6) 2025 in right basilic vein. PICC line has been working fine without any concerns or issues. A prn dressing change was performed yesterday (B)(6) 2025 and at that time did not noticed any leaking. On 2/20/25, their team received a consult for a leaking PICC line. They removed the dressing and flushed catheter and noticed that norma saline was spurting out of the catheter at the 0 cm marker. PICC line was then removed and on inspection if was noted that there is a visible slit in the catheter noted at the area of where the saline was spurting out from. No other information was provided.